Event description:
I had the essure permanent birth control device implanted in my fallopian tubes in (B)(6) 2013. I immediately experienced tremendous pain that lasted for 6 months or more. I still have cramping even when not on my menstrual cycle. After 2 months of non-stop bleeding, I went back to the doctor who administered the implants and informed him of the pain and bleeding. He placed me on progesterone which did not stop the bleeding. I bled non-stop for an additional 4 months. I can no longer do sit ups as a form of exercise because I have sharp stabbing pain where the implants are when I try to do sit ups. Every month when I ovulate, it is so painful that I have thrown up because of the intensity of the pain. My abdomen also bloats when I ovulate. The pain is often debilitating and I have to stay in bed until my body is done ovulating. I now spot before my menstrual cycle even starts, my cramping is more severe than before I had the implants, my cycle is longer, and the bleeding is much heavier. Intercourse is now painful. And I have gained 50 pounds since receiving the implants.